Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Insufficiency and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for approximately eight (8) years and two (2) months, underwent a valve-in-valve procedure due to severe aortic insufficiency and moderate aortic stenosis secondary to valve degeneration. A tavr was performed with an edwards transcatheter valve. A true size balloon was used to crack the ring of the surgical valve to allow the transcatheter valve to deploy it fully. Tee showed a small perivalvular leak which improved after the valve was reinflated; however, it never totally resolved. It was felt that the amount of leak (mild) was acceptable. The patient was discharged home on pod #2.